Event description:
It was reported after a normal pump replacement surgery, the patient presented with increased tone, itching, underdose symptoms and mild withdrawal symptoms. A catheter dye study and rotor study were performed, the programming was verified, and everything was correct and in working condition. The dose was increased but it still wasn¿t satisfactory, the patient was still sub-therapeutic. At a recent refill all of the patient¿s symptoms had subsided and the pump settings had to be adjusted down a bit, back to the initial settings which were just right. The patient was doing great as of the time of this report and was puzzled as to why the baclofen was initially sub-therapeutic following pump replacement. It was felt that at the time of the initial pump fill, the baclofen may have been diluted with 1-3ml of residual water in the pump reservoir. The patient status at the time of the report was indicated as alive no injury. The pump was used to deliver lioresal additional information later reported the patient's pump was programmed at the same rate as the old pump. When the dose in the new pump was sub-therapeutic, the infusion rate was increased after the dye study, and finding the catheter was working fine. Once the patient had his pump refilled, the infusion rate had to be turned back down, since the patient was "too loose." The reporter didn¿t know what the daily rate was, but it would be fair to say it is close to where it was for his initial settings. Additional information later reported, the infusion rate was determined at first by the old pump. Since the patient was sub-therapeutic after pump replacement, the daily infusion rate was increased, after the dye study found that the catheter was working fine. Even after turning it up, he was still sub-therapeutic. Only after his first refill appointment with the new pump was the dose then a little ¿too high,¿ in which it was turned back down to the initial settings where it was just right for the patient.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).